Event description:
It was reported the singe use aspiration needle the head part of the negative pressure suction syringe came off and there was no negative pressure. The issue occurred during a lymph node puncture biopsy. The procedure was completed with a replacement syringe. There were no reports of patient harm or procedural delay.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
The device was not returned to olympus for inspection and the reported failure was not confirmed. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.